Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 375mg/dl. Troubleshooting was performed. The customer stated that the drive support cap appears normal. The customer stated that the device was exposed to a high magnetic field. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind due to the motor encoder signal being out of phase.